Event description:
It was reported that this implantable pacemaker exhibited noisy signals resulting in oversensing. Noise/artifact oversensing lasted for greater than two seconds in the most recent non-sustained ventricular tachycardia (nsvt) event. Additionally, patient was experiencing a shock like feeling from the pacemaker. Nsvt events were reviewed, and non-physiologic noise and oversensing was noted on both ra and rv channel. The data analysis was shared with the clinic, and a device check was advised. This device remains in service and no adverse patient effects were reported.